Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The valve was returned for evaluation. Device history record (DHR) - the product code 823832 with lot 4088573 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, big needle holes were noted in the needle chamber. Complaint confirmed. The position of the cam when valve was received was 50mmh2o. The root cause for the issue reported by the customer, could be due to over sized needle being used or needle holes very close to one another, as noted in the IFU, use. Huber - point needle (24- or 26- gauge).

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was implanted on (B)(6) 2021. After the valve was implanted the physician found out that there was a water leak from the needle chamber. The valve was removed on (B)(6) 2021 and was replaced with another hakim valve. No surgical delay was reported.